Event description:
The issue was reported to philips because the defibrillator/monitor had an error"1000 device can't bootup error message. There was no report of patient involvement.

Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.